Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery test. Insulin pump received with cracked case at display window corner and minor scratched display window.

Event description:
Customer reported via phone call to have high blood glucose of 460 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contact healthcare professional. Customer had symptoms of thirst and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined checking for leaks or air bubble; cannula was not bent or crimped. Customer also declined to check setting. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.